Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of cholangitis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with the baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with cholangitis. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was cholangitis. The outcome for the cholangitis was not reported. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of cholangitis.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received from the nurse. On an unreported date in (B)(6) 2012, the patient had a cholangitis flare-up. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the events. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed on h12e01037 with no issues noted during the manufacturing process. This is report 1 of 3 involved in this peritonitis event.